Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality, the image was distorted when the connector was touched. The event occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had poor image quality, the image was distorted when the connector was touched. The event occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.